Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -9.50/1.5/082 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced with a longer length lens intraoperatively on (B)(6) 2020 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.